Event description:
The customer reported that "the omniflex connector not fitting tubes."

Manufacturer narrative:
(B)(4) results of investigation: the customer return sample was received and evaluated. The internal diameter was found out of specification (large). The customer reported issue was confirmed. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In order to prevent product from being released out of specification, the manufacturing plant implemented 100% inspection using a 15 mm gauge. Additionally, a mistake proof device was implemented for the manufacture of the tube to increase control at the extrusion process. A supplier corrective action was requested from the manufacturer of the connector (molded piece) to also implement a mistake proof device for process control of this component. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA rc (B)(4).